Manufacturer narrative:
Other, investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No product information has been provided to date.

Event description:
It was reported that a watch dog failure occurred. No patient injury was reported.

Event description:
Additional information was received via email on (B)(6)2022: no reports of patient involvement.

Manufacturer narrative:
Other, other text: b5: describe event or problem: updated with additional information received. H6: event problem and evaluation codes: updates are not required. H10: a sample has been received by manufacturing and investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Device evaluation: one pump device was returned to manufacturing for investigation. Visual inspection and functional testing were performed. Visual inspection of the returned device confirmed that the tamper seals were broken or removed, and non-original equipment manufacturer seals were found on the pump upon receipt. The pump was received in good condition with no appearance of any physical damage. The non original equipment manufacturer power cord was sent in with the pump from the customer. Error codes were found in the ehl (event history log). A power up test was performed, and the customer reported issue of acu watchdog error was not duplicated. The root cause of the reported problem could not be determined as the issue could not be confirmed. The speaker was replaced as a preventive measure. Preventive maintenance and all functional testing were performed. The product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record (DHR) review was not performed. Service history review identified this device has not been in for service in the previous year and there was no indication of a service issue during the investigation. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).